Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the audio bolus button was found to be intact; no tearing or peeling was observed. During testing, the audio bolus button responded appropriately to button presses. The audio bolus button cover was removed and evidence of moisture contamination was found on the button contact. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence of moisture contamination was found inside the pump. The complaint that the audio bolus button was under responsive was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audio bolus button was underresponsive. The reporter also stated that there was evidence of moisture in the battery compartment and behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.